Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. E1 - customer (person): (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the white hub from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was occluded. After the device was placed in the internal jugular vein, normal saline was used to test the catheter, and it was discovered that the white hub was "blocked". As a result, the device was removed and a new "cvp" was placed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5 correction: b1, b2, d (product identifier), d4, h1, and h6 (annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14nov2024. The device lumens were able to be flushed successfully prior to device placement and were filled with saline solution or heparinized saline solution prior to catheter introduction. The unused lumens were locked with a heparinized saline solution. The device had been in place 2 days prior to noticing the catheter hub obstruction. The device was then removed and replaced. No other adverse effects were reported.